Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the patient¿s ¿therapy was not effective even with a new stimulator.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead model: unk lot: unk implant date:unk explant date:na. The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is (B)(4). Device analysis for ins nmd711318h revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2014 and the battery was charged to 3.825 volts. On 20-jan-2015 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Event description:
It was additionally reported that it was thought the impedance issue was due to the lead, because they did not change the lead. It was logical that the therapy was still not working with the new implantable neurostimulator (ins).

Event description:
It was reported that impedance testing was performed and the impedances were all out of range, so the patient underwent a revision. The device was unable to be recharged and a confirmed overdischarge had occurred, before closing the pocket a physician mode recharge (pmr) was performed but the countdown didn¿t start and the pmr did not successfully reset the device. After several attempts the physician decided to replace the device. After the replacement, everything was fine. No patient symptoms or complications were associated with this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)